Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2012; cf99505729 tissue valve, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the atrial lead had intermittent sensing and the lead was found to have dislodged. The physician attempted to explant the lead, but it was adhered to the right ventricular lead, so it was capped and replaced. No patient complications have been reported as a result of this event.